Event description:
It was reported during the patient's implant procedure, the physician inadvertently dissected the coronary sinus vein with the tip of the catheter. The patient's condition was stable post-procedure.

Manufacturer narrative:
(B)(4).